Event description:
Double mastectomy from breast cancer, implants put in. Told drs for years something was wrong. Found out in 2017, implants were ruptured. Three surgeries from (B)(6) to (B)(6) one being emergency, so sick and bed ridden for years. I have lost so much of my life and my family has struggled also. I have absolutely a butchered chest. My implants were supposed to be tested as to why they ruptured but got thrown away "accidentally" but don't believe that, got infections all the time. Got spinal meningitis. These implants literally tried to kill me. So much more to my story.